Event description:
Pt had alerts for rvt-rvc, rv defib and svc impedances. Impedance measurements since alert have also remained oor. Discussed that this is an indication of a failed rvc electrode and pt should be considered unprotected until this issue is addressed. Discussed most conservative management of pt would be to admit pt until the lead is revised. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5154922.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.